Event description:
It was reported that a revision was needed to replace a creo mis locking cap that was found loose post operatively. This event occurred in japan.

Manufacturer narrative:
The device was unavailable for evaluation as it was discarded by the hospital. It was stated that a revision surgery was performed to replace creo mis locking cap that was found loose post operatively. An initial surgery was performed on (B)(6) 2023 with creo mis screws used at levels l3-l5 and 2 cages at levels l3-l4 and l4-l5. During the 40 day follow up on (B)(6) 2023 it was reported that subsidence of the cage occurred at the l3-l4 level and one of the locking caps loosened and protruded from the screw head. There is also a reported loss in height of the l3-l4 inter-vertebral space. X-ray imaging was returned and subsidence can be confirmed at the l3-l4 level as well as rod slippage on the right side of the construct at l3. A section of a CT scan confirms that locking cap loosening occurred at the level where slippage occurred. The reported locking cap loosening may have occurred due to excessive post-operative forces, forces related to the subsidence of the inter-body implant, or excessive intra-operative forces. However, because the exact surgical and post-operative conditions are not known. No determinations could be made as to the cause of the reported issue.